Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -10.50 diopter (implanted vertically), into the patient`s left eye (os). The lens was reported as having a shallow vault. The lens remained implanted and the patient is being monitored.

Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).